Manufacturer narrative:
Date of report: 08nov2018. Date of manufacturer: 30oct2018. Philip's field service engineer replaced the data acquisition board and the data acquisition to motor controller cable and the issue was resolved. The device passed performance verification testing.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device shut down and logged an error 100a [data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed]. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 13jan2019. The customer returned to data acquisition board to philips for analysis. The board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.